Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters occurred. Multiple critical ram parity errors are recorded in the record, with dates of the errors as (B)(4) 2010, and (B)(4) 2011. The por severity is low and the device should be able to fully recover after the reset. Patient had received radiation therapy which may have contributed to the multiple power on resets.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. The device was returned, analyzed, and no anomalies were found. Performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters occurred. Multiple critical ram parity errors are recorded in the record, with dates of the errors as (B)(6) 2010, and (B)(6) 2011. The por severity is low and the device should be able to fully recover after the reset. Patient had received radiation therapy which may have contributed to the multiple power on resets.

Event description:
It was reported that the device triggered power on reset (por) as patient previously received radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered power on reset (por) as patient previously received radiation therapy. The device was explanted and not replaced at the patient's request. No patient complications have been reported as a result of this event.